Event description:
It was reported that when an asymptomatic patient presented to the hospital after feeling a "pop", loss of ventricular capture was observed. Lead dislodgement was suspected. Lead was explanted and replaced. There were no adverse consequences to patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.